Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. Visual evaluation of the sample showed the used catheter to be stretched and knotted. Since the customer stated the catheter was not damaged or knotted before insertion and it had been used for the procedure, the reported failure could not be confirmed to be related to any manufacturing process but caused by application error. The user will be referred to the IFU (instructions for use). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reported that during a birth (possibly a c-section), the catheter in the continuous epidural tray was knotted during insertion into the patient but was not obvious at administration (was not noted prior to placement). As the medical staff could not remove the tuohy needle nor were they able to inject through the catheter, they removed the catheter and the needle together and noticed a knot in the catheter. The staff grabbed another product from the exact same tray, and it worked fine. To the reporter's knowledge there were no complications that occurred during the procedure due to the reported device malfunction nor was any medical intervention required.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.